Event description:
Incident reported as: the small clips were used in a CABG procedure to ligate the branches of the ima and saphenous vein. Clips had difficulty closing on the ima branches, thus requiring several attempts to clip before it would lock. Two clips became dislodged when handling the vein and during the anastomosis. Clips were reapplied and appeared to hold firmly. No patient injury reported.

Manufacturer narrative:
Samples recently received for evaluation. A follow-up report will be submitted pending the completion of the investigation.